Manufacturer narrative:
The evaluation noted as reported, this manufacturer was made aware of ¿a few revisions that occurred sometime in the last few months¿. These revisions were not completed by the initial implanting surgeon. The only information available at this time, are 2 photos that may be from 1 or 2 revisions that were provided by the revising surgeon. These components are not being returned to exactech as the photos are several weeks old. There is no other information available at this time. Upon review, there is no allegation against the device as the reason for revision was not reported. Upon review of the 2 photographs that were sent to the manufacturer, there does not appear to be any bone or bone cemented adhered to the femoral component unlike the tibial tray. This could possible lead to femoral loosening, but could not be confirmed since the devices were not returned. The most likely cause of the reported event is unknown at this time. Concomitant device(s): optetrak tibial tray (cn: unkown, sn: unkown) optetrak liner (cn: unkown, sn: unkown)

Event description:
As reported, this manufacturer was made aware of ¿a few revisions that occurred sometime in the last few months¿. These revisions were not completed by the initial implanting surgeon. The only information available at this time, are 2 photos that may be from 1 or 2 revisions that were provided by the revising surgeon. These components are not being returned to exactech as the photos are several weeks old. There is no other information available at this time. Upon review, there is no allegation against the device as the reason for revision was not reported. Upon review of the 2 photographs that were sent to the manufacturer, there does not appear to be any bone or bone cemented adhered to the femoral component unlike the tibial tray. This could possible lead to femoral loosening but could not be confirmed since the devices were not returned. The most likely cause of the reported event is unknown at this time.

Manufacturer narrative:
Concomitant device(s): optetrak tibial tray (cn: unkown, sn: unkown). Optetrak liner (cn: unkown, sn: unkown). Pending engineering evaluation

Event description:
Revision of knee components: reason not reported